Manufacturer narrative:
The returned (certified pre-owned) unit was evaluated and found image was found freezing and flickering. Additionally, the circuit board was found defective. An older software version was installed. The housing top cover and front panel were faded/discolored. The unit was repaired and returned to inventory. The unit was purchased on (B)(6) 2015 with no repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system center's image was found freezing and flickering. There was no report of any problems associated with the device and there was no patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. More than five years have passed since the delivery of the device in question and it is likely that the failure of the dp board was due to repeated use over time. The failure of the dp board would cause the freezing and flickering image found during the evaluation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.